Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a frayed stylet is confirmed but the exact cause remains unknown. One video sample of two stylets was provided for evaluation. The video appears to show a clinician handling the distal end of the stylets. The clinician is tugging on both the stylet and one of them stretches and elongates. The characteristics of the damage could not be closely inspected from the video. The stretching of the stylet coil wire is indicative of fraying of the core wire; therefore, the complaint is confirmed. Based on the information provided, possible contributing factors include advancement or retraction against resistance. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, after withdrawal of the guide wire, it was found that the guide wire length of the two catheters of the same model was not the same. 08/08/2023 - during evaluation of the returned device, the stylet was found to stretch, was elongated and frayed.